Manufacturer narrative:
Couldn't hear.

Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs), alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared other meters. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. Despite a number of attempts, the reporter was not able to be contacted for additional information. The reporter claimed that the subject meter was reading 35 -121 mg/dl higher than a doctor¿s meter, a pharmacy meter and another meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that at 5pm on (B)(6) 2017, the patient obtained alleged inaccurately high blood glucose results of ¿449/451 mg/dl¿. At the time of the reported incident, the patient managed her diabetes with humalog and lantus insulin (no adjustments) and she tests her blood glucose levels four times per day. It is unclear from the call whether the patient made any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She reported that the patient developed symptoms of ¿couldn't hear, talk, walk or see¿ during an endocrinologist¿s visit between 10:30am and 12:30pm on (B)(6) 2017. She stated that during the visit, the patient obtained blood glucose results on the doctor/clinic meter as follows: 10:30am ¿ 41 mg/dl, 10:45am ¿ 43mg/dl, 11:00am ¿ 45 mg/dl and 11:15 ¿ 47 mg/dl. She reported that the patient received treatment from an hcp as follows: 10:30am ¿ apple juice, 10:45am ¿ apple juice, 11:00am ¿ an orange and 11:15 ¿ peanut butter and crackers. She also reported that it took two hours to bring the patient¿s blood sugar level back to 140 mg/dl, and the patient had to be give during troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment/medical intervention for an acute low blood glucose excursion after obtaining allegedly inaccurately high blood glucose results on the subject meter.